Manufacturer narrative:
(B)(4). Date sent: 12/21/2021. Additional information was requested, and the following was received: 1. Was the post-operative care of the patient changed? Response: no. 2. Was any medical or surgical intervention provided to the patient? Response: no. 1. Can you please confirm, did the hcp performed any treatment to the patient for the reported gangrene at the anastomosis site? Response: no. 2. Can you please confirm when was the gangrene identified? A. During surgery, (intraoperative): response: yes. B. After operation completed, (post-surgery)? Response: no. H1: not reportable upon review of the information provided, it was concluded that this event does not meet the defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 01/31/2022. D4: batch # 286a15. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the ntlc75 device was received with the staple height selector right side broken, with the anvil tip, anvil assembly, and adjusting plate missing and not returned for analysis. Also, a reload was received fully fired, with the swing tab in the locked position. No functional test could be performed due to the condition of the device. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not forcibly move the firing knob when it is in the pre-firing position and/or the alignment/latching lever is not engaged, as this action may prevent the instrument from firing properly. The firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. The condition of the anvil and staple height selector are related to improper use of the device. An external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment . As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: did the reload lock out and would not work? Response: the device cannot fire. Did the reload begin to staple and cut, but then jammed? Response: no. Have not cut. Did the device staple? Response: it has not been stapled. Did the device cut? Response: it has not yet cut. Were the cut line and staple lines equal? There was no response to this line. But sales rep mentioned in above lines that device cannot fire and has not cut. Can you please describe how was the issue addressed? Response: the stapler cannot fire at all. Could you please provide more details for "were fragments generated? Yes"? Response: sales rep clarified the response is "no". Can you please describe was there any patient consequence as a result of the procedure being prolonged? Response: the anastomosis side has a bit gangrene. Could you please clarify, if was any change in the post-operative care of the patient as a result of the event? Response: no. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the post-operative care of the patient changed? If yes, please explain. Was any medical or surgical intervention provided to the patient? If yes, please explain. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that surgeon was doing a hemicolectomy procedure and when he fired the ntlc75, the stapler got stuck and cannot continue to stapler. The surgery was delayed for 1 hour waiting for the new ntlc to come for the replacement. The procedure was successfully completed.